Manufacturer narrative:
B3: it was reported that on an unknown date in march 2024, the patient experienced peritonitis. B5: upon follow-up, it was reported that the patient was treated with unspecified medication at home for peritonitis. It was reported that the peritonitis episode was related to a malfunction and infection of the pd catheter. It was reported that the patient recovered from peritonitis prior to patient death. The cause the cause of death was reported as due to urinary tract infection and clostridium difficile toxin. H11: based on additional information received, baxter pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for other indications and approximately six weeks after admission, the patient was diagnosed with peritonitis. The cause and treatment were not reported. Approximately two months after the event onset, the patient subsequently died. The cause of death was reported as due to "multi-factors". It was unknown if an autopsy was performed. It was not reported if peritonitis was recovered. Pd therapy was ongoing while in the hospital, however it was not reported if pd therapy was ongoing at the time of death. No additional information is available.